Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-00758, and manufacturer report # 3005099803-2013-00759 address these devices. It was reported to boston scientific corporation that two resolution clip devices were used in an egd (esophagogastroduodenoscopy) procedure in the stomach performed on (B)(6) 2012. According to the complainant, during the procedure, the resolution clip device was advanced to the target lesion, locked and deployed; however, the clip failed to release from the delivery catheter. This happened with both resolution clip devices (MFR# 3005099803-2013-00758 and MFR# 3005099803-2013-00759). The procedure was completed using a third resolution clip device. No patient complications were reported as a result of this event. The patient's condition following the procedure was reported to be "fine."

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-00758, and manufacturer report # 3005099803-2013-00759 address these devices. It was reported to boston scientific corporation that two resolution clip devices were used in an egd (esophagogastroduodenoscopy) procedure in the stomach performed on (B)(6) 2012. According to the complainant, during the procedure, the resolution clip device was advanced to the target lesion, locked and deployed; however, the clip failed to release from the delivery catheter. This happened with both resolution clip devices (mr# 3005099803-2013-00758 and mr# 3005099803-2013-00759). The procedure was completed using a third resolution clip device. No patient complications were reported as a result of this event. The patient's condition following the procedure was reported to be "fine."

Manufacturer narrative:
A visual examination found that the device was fully deployed and the clip assembly was not returned. A review of the device history record (DHR) was performed and no anomalies were noted. The complaint device was returned fully deployed and the clip assembly was not returned. Based on the condition of the returned device, the reported failure (failure to fully detach from the catheter) could not be confirmed and the root cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4) clip failed to release from catheter. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.